Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular lead had a confirmed fracture as insulation breaks were visualized upon extraction. The lead was also noted to have noise on recorded non-sustained episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the distal portion of the lead was returned, analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that there was dried blood visible underneath of the overlay tubing. Visual inspection found that the overlay tubing had a tiny breach /ruptured at the anchoring sleeved located that allow blood entered. The overlay tubing is the extra layer of the outside of the bi-lumen tubing. Even though, it was breached but it's not effect to electrical problem. Destructive analysis was performed, no others insulation breach was observed and also no conductor fracture was found. If information is provided in the future, a supplemental report will be issued.